Event description:
Per the hospital staff, during check in of freedom driver, the team thought being able to remove the power adapter was part of the check out list and communicated that it was difficult to remove. The driver and power adapter will be returned for investigation. Device was not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that power adapter s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. DHR for freedom driver s/n (B)(6), in use on during the initial complaint, was also reviewed and the driver passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating secondary motor voltage was too high and tdc sensor was non-responsive long enough to annunciate an alarm, respectively. Visual inspection of external components of the driver found receptacle 1 cable had a hairline crack. Additionally, the power adaptor fit halfway on driver, confirming initial complaint. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing at incoming inspection. No evidence of a device malfunction was found on the driver. The freedom power adaptor was tested for fit on a random sampling of five drivers. The adaptor would not fit on any of the sampled drivers. Additional investigation included power adaptor DHR review where it was found that the installed shims were oversized, causing issues with fit. Customer complaint was replicated during testing. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during initial evaluation; the root cause of the reported fit issue between the power adaptor and the driver was determined to be out of specification retention shims. Failure investigation identified no other test failures or damage that could have contributed to the reported event. Hairline crack found on the receptacle 1 cable was cosmetic only and would not affect functionality of the driver. Alarms found on the driver were unrelated to the original complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per the hospital staff, during check in of freedom driver, the team thought being able to remove the power adapter was part of the check out list and communicated that it was difficult to remove. The driver and power adapter will be returned for investigation. Device was not in patient use at time of complaint.